Event description:
It was reported that the handpiece began overheating during a procedure to section impacted wisdom teeth. Another device was used to complete the case. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the motor and rotor. Those parts were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.